Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: testing was unable to confirm the complaint, pump performed within specifications. The last bolus delivery and the last basal delivery were on (B)(6) 2014. Pump was manually suspended on (B)(6) 2014 11:40; deliveries never resumed. Black box shows on (B)(6) 2014 00:10 an unexplained loss of prime; deliveries resumed at 05:22. On (B)(6) 2014 18:58 a replace cartridge alarm was recorded; deliveries resumed at 23:30. The tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unrelated to the complaint, the battery compartment is cracked at the bottom near the cover. Returned cartridge cap/returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient had a blood glucose of 400 mg/dl with frequent urination, atypical thirst, and fatigue. The patient did not receive any unusual treatment. Time and date are correct, basal and bolus histories are as expected. Troubleshooting with customer support did not identify any potential causes of the bg excursion or reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.